Event description:
The lay user/patient contacted lifefscan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Procedure type: lap band procedure. According to the reporter: the blade on versaport plus rpf failed to retract after insertion through the abdominal wall by experienced user. Patient outcome: approx 50 cc blood loss and increase in operating room time by 15 minutes. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(strip lot#) information was not provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.